Event description:
It was reported that the console failed to display the rotational speed. A rotablator console was selected for an atherectomy procedure. During the procedure as the device was inside the patient, the console would not display the speed at which the burr was rotating. The dynaglide indicator could not be turned off. The burr appeared to be working properly, apart from the unknown rotation speed. This console was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device analysis by MFR: the rotablator console and foot pedal were received in good condition.functional testing of the console showed that the rpm display functioned correctly through a full range of inputs. All connections functioned. Functional testing of the foot pedal showed it was unable to exit dynaglide mode.

Event description:
It was reported that the console failed to display the rotational speed. A rotablator console was selected for an atherectomy procedure. During the procedure as the device was inside the patient, the console would not display the speed at which the burr was rotating. The dynaglide indicator could not be turned off. The burr appeared to be working properly, apart from the unknown rotation speed. This console was used to complete the procedure. There were no patient complications.